Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that the inner circuit board was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the broken inner circuit board. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could confirm the reported phenomenon. The inner circuit board was broken. The main switch made an abnormal noise. There were minor scratches and hit marks on the front panel. There were scratches on the top cover. There was a dent on the rear panel. There were scratches and dent on the chassis. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation, the user found that the device beeped and the front panel light was turned off when the user turned on the device power. The user returned the device to olympus repair center. Olympus repair center found that there was condensation on the device regulator unit. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.